Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a failure of the charged couple device resulting in inadequate resolution and damage to the laser light cable plug and broken charged couple device is due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the device evaluation, the r-unit (the charged-couple device) was found to be broken, the resolution was inadequate, and the laser light cable plug in the video cable section was damaged. There was no patient involvement.